Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an electric leakage. This occurred during infusion at the facility. There was a patient involvement, but no harm or adverse event reported.

Manufacturer narrative:
D3- corrected. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.